Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed tower door. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem to reflect delay and section h imdrf f grid a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. A field service engineer (fse) found that the door 1 was double-clicking when opening. Although the device already had the new style latch installed, the latch was swapped out to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed tower door. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in delay. There were no adverse events or injuries reported based on this event.